Event description:
Reporter alleged the customer possibly obtained a result of 90-110 mg/dl on the advantage system when she was vomiting for several hrs. Reporter stated the customer began having pain in her stomach and was taken to the hosp about one hr after obtaining the result on her system. Reporter stated the hosp obtained a result of 500-599 mg/dl and started her on an insulin drip. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.